Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the stylet could not be inserted into the lead, so the lead failed to reach target position. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.